Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracotomy, the unit arced. The physician had 2nd degree burn on his left index finger.